Manufacturer narrative:
(B)(4). Approximate age of device ¿ 39 days.  (B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient was admitted with acute hemolysis, lactate dehydrogenase (ldh) was 1334 u/l. Log file analysis completed by the manufacturer¿s technical services representative revealed unsustain power and flow elevations on (B)(6) 2017. On (B)(6) 2017, ramp echocardiogram revealed atrioventricular (av) was able to close and speed was increased to 9400 rpm. Ldh was five times above baseline. The patient remained in hospital with continued medical management. On 06oct2017, it was reported that the patient experienced 1 to 2 minute period of lvad vibration. The vibration was easily palpable on the chest. Auscultation was abnormal. Lvad clinician suspected a portion of clot was ingested and worked its way out of the pump. These events were in the setting of persistent high ldh. It was reported that the patient did not have a surgical option. The patient expired of brain bleed approximately 2 days following the episode of lvad vibration. Expiration was thought to be due to hemorrhagic conversion of embolic cerebrovascular accident (cva). No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Review of the submitted system controller log files showed normal device operation above the low speed limit for the duration of the log files, with no atypical alarms captured. Pump power and estimated flow trended slightly upwards on (B)(6) 2017 during a period of pi events. The hemolysis and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.